Event description:
Related manufacturing reference number: 2017865-2021-34130. It was reported that the patient presented with a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator (ICD) system. No vegetation was noted on the leads. The ICD, right ventricular and right atrial leads were explanted. The patient was in stable condition.